Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a critical pump error on her insulin pump and it did not let her do anything. They were ready to fill the cannula when they received the error. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to corroded force sensor. Unit received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. Unit received with minor scratches on case.